Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as broken down, red, and itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.